Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Follow-up #1: date of submission: 04/04/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2017 with the following findings: during investigation, the pump powered on to a blank display. There was no physical damage observed on the keypad. The keypad was removed and no damage was found to the keypad button contacts. The complaint of a keypad button response issue was unable to be adequately tested due to the blank display. Unrelated to the complaint, there was moisture visible through the display lens. A leak test was performed and a leak was found due to a crack at the bottom right corner between the keypad and the pump seal. The pump as opened and moisture was observed throughout the interior of the pump casing.